Manufacturer narrative:
Instrument b: batch # d9dg7l, exp date: 02/23/2012; mfg date: 03/23/2007. (Broken cam). Eval summary: the analysis results found that the el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, however the orange indicator did not show up. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for the el5ml device found that it was returned in good visual condition, however after the first firing the cam became broken and ejected the remaining clip due to the cam condition. In addition the orange indicator did not showed up. We have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the devices would not fire. A third device was used to complete the procedure. There was no pt consequence. One device will be returned.